Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This device was found to be at end of life (eol). Technical services (ts) recommended changed out. The device remains in service. No adverse patient effects were reported.